Event description:
During a tips procedure, a 12mm x 40mm stent was implanted and post-dilated with a pta balloon. A 10x42 wallstent was then implanted and post-dilated with the same balloon. One week post-implant, the pt was brought back and fluoroscopy revealed the distal end of the 12x40 stent to be slightly unravelled. X-rays appear to show that the stent wire was inadvertently snagged during re-cannulation or during removal of the delivery system of the second stent. The thrombus was subsequently removed using a thrombectomy catheter. The pt suffered no complications.